Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).

Manufacturer narrative:
The insulin pump was received with intermittent buttons due to corroded keypad traces. The device had cracked case at display window corners, cracked reservoir tube lip, and minor scratched lcd window.

Event description:
It was reported that the customer presses buttons on his insulin pump and nothing happens. The customer was about to modify the basal numbers and then noticed that the keypad was not acting properly. The customer stated that the esc and act keys were not working very well. The customer did not recall any significant events leading up to the keypad issues. Advised the pump will need to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement pump would be sent. Nothing further reported.